Manufacturer narrative:
It was reported that the event occurred on an unspecified date, "recently". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor burst during filling (50ml). The device was filled with cytostatic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 07, 2020 - february 10, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.